Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. Customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.